Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device had the lock latch on the video connector was found to be worn out, which caused a loss of image when the scope end connector was wiggled. Additionally, the connector did not hold the scope properly. There was no patient involvement.